Event description:
It has been reported that the pt was implanted with a cocr head 32/-4 s (B)(6). The date of the implantation was not provided. Due to loosening of the head and cracks, the pt underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a correction action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has been reported to FDA retrospectively. The products have been received and investigated. No trend has been identified. The quality records indicated that these components met all requirements to perform as intended. Device analysis are as follows: fitmore shell - remaining of bone and black tissue are visible on the anchoring side of the fitmore shell. Almost 50 percent of the inside of the shell was completely worn through the main loaded area. The bone which has grown in the mesh was visible as well as cracks of the shell. This main loaded are was deformed to an oval shape. As a result of both deformation and wear the rim of the shell cracked. Moreover, polished areas was seen inside the unloaded area of the shell. Finally, the small anti-rotation locking spikes of the..... Durasul insert - numerous fine scratches such as instrument indentations , small polished areas and areas with matching marks, were visible on the articulation surface of the durasul insert. The inner rim of the insert was worn and had an elliptical notch with a maximum depth of 5 mm. Moreover, a circular area where the polyethylene was roughened with incrusted black metal debris was visible on the anchoring side of the insert. The polyethylene thickness was reduced on one side. At this place, the distal rim was worn. Finally the pole pin was deformed and slotted. Cocr head - one half of the articulation surface of the metal head was covered by a metal. A half-coarse and fine scratches were visible on the opposite half. Our conclusion is that due to the appearance of the anchoring side of the durasul insert, we assume that during the time-in-vivo the insert moved inside the fitmore shell. The indentations from the spikes could not be identified. The insert had an adverse position so that the head could articulate directly against the shell leading to both metal wear and cracks on the shell as well as metallic smears on the head. The generated wear particles, both from metal and polymer, might have caused the creation of the granuloma mentioned in the event. Based on the results and the given information, we were not able to determine and exact root cause for this issue. At this time, we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).